Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Applicator hurt me, like if I had gotten pinched- vagina [vulvovaginal pain], completely come apart- tampax [device breakage], several in the box had like a small "edge"- tampax [device physical property issue]. Case description: consumer called stating the tampons completely come apart. No serious injury was reported.